Event description:
Healthcare professional reported paradoxical hyperplasia (ph) after coolsculpting elite system treatment on (B)(6) 2025 to the flanks, on (B)(6) 2025 to the posterior bra area and back, and on (B)(6) 2025 to the back. Treatments were performed to the abdomen (bilateral, upper, and lower), flanks (bilateral), posterior bra area (bilateral) and back (bilateral), using curve 150 and curve 120 applicators, 3 months post treatment. Healthcare professional described that the "areas treated are firm, hardened and larger than previously treated based on assessment and photo visualization". Per progress notes: ph is apparent in both abdomen, upper flanks (bra-line) and flanks.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.